Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0785 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a catheter was placed in the patient on 07/13, and he presented bulging in a transparent extension when bolus drug infusion was performed. On the 27/07th, there was a rupture at the site. It was stated the product was discarded because it was contaminated.

Event description:
It was reported a catheter was placed in the patient on (B)(6), and he presented bulging in a transparent extension when bolus drug infusion was performed. On the (B)(6), there was a rupture at the site. It was stated the product was discarded because it was contaminated. Additional information received 09/14/2022: was there any harm to the patient/health professional? (Detail) r. No was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? A. Yes, surgical, with the insertion of a new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.